Event description:
It was reported that during a colon resection procedure, the device fired fine the first time. A second cartridge was pulled and the device could not be reloaded. Unknown how the case was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as the cartridge was loaded into the device without difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.